Manufacturer narrative:
U.s. Reporting agent notified on : (B)(6) 2015. Manufacturing site eval: device not released for eval. The device and quality manufacturing history records have been checked regarding reported lot number. The documents were found to be according to specification valid at the time of production. One other incident has been filed with a product from this batch from the same hosp. Based on the info available, it is not possible to determine root cause for the failure. Corrective action is not necessary at this time.

Event description:
Country of complaint: (B)(6). During a procedure, the handle loop has come off three gigli saws. Per the charge nurse involved - it took the surgeon four saws to amputate the leg as they kept breaking at roughly the same point on the instrument. No harm to pt and no excessive delay to procedure. Device is being held and user facility and will not be released for eval at this time. Device related to this procedure is reported on medwatch 2916714-2015-00519.